Manufacturer narrative:
All relevant pharmacist and doctors except for an ophthalmologist whom the patient met on (B)(6) did not report to us that this event was considered serious. However, the ophthalmologist reported to us on (B)(6) that he considered this event as serious and relationship with artz dispo as unknown. This is a definitive report. The manufacturer's medical doctor's comment: hyperlipidemia and hypertension are known as risk factors of retinal vein branch occlusion caused by thrombus in retinal vein. The event was related to complications of the patient and not related to artz dispo.

Event description:
(B)(6) 2017 - a (B)(6) year-old female patient received an injection of artz dispo to right shoulder for partial rotator cuff tear in an orthopedic. (B)(6) 2017 - she complained of her left visual acuity reduced in the morning. She visited an ophthalmology hospital and was diagnosed as left eye branch retinal vein occlusion. She was prescribed 30mg adona tablet t.i.d., 50 units carnaculin tablet t.i.d. And 0.02% cobalum ophthalmic solution q.i.d.. 2017-unk - she had retinal laser photocoagulation. (B)(6) 2017 - she was prescribed 5g tsumura-kampo shakuyakukanzoto b.i.d. For 7 days. (B)(6) 2017 - she visited other ophthalmology hospital for second opinion. Her left corrected eyesight was 0.15. Test results of contrast medium and optical coherence tomograph were same as the previous physician. She was same diagnosed as left eye branch retinal vein occlusion. (B)(6) 2017 - she received an intravitreous injection of eylea for macula edema lesion. (B)(6) 2017 - her left corrected eyesight restored to 0.4. A dent of her macula was resolved. Her right eye was normal during these event was occurred. (B)(6) 2017 - her left eye was not recovered.